Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty video connector. However, the specific cause of the faulty video connector was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera video system center had no image at startup. The issue was found after an unknown diagnostic procedure. The issue caused no delay, the procedure was completed with the same device, and the patient was not under sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the scope connector socket had poor contact, which caused the image to be intermittent. Additional findings include the memory battery on the printed circuit board had failed and was empty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.